Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that after successful deployment of the bifurcated stent graft and its components angiography was performed that demonstrated that the right renal artery was not filling. The bifurcated stent graft was pulled down 2-3 mm by tracking a wire up and over the flow divider and pulled down on it from both sides. Arteriography was used to confirm that the right renal artery was now filling. The procedure was completed successfully. It was reported that in 2003 the patient was admitted to the hospital with a kink in the contralateral limb, which caused the stent graft to thrombose. It was stated that the kink could have been caused during implant when the bifurcated stent graft was pulled down below the renal arteries. The occlusion was treated by thrombectomy using fogarty balloons. No additional sequelae were reported and the patient is reported to be fine.